Event description:
It was reported that during preparation of the procedure, septum port allegedly had difficulty while flushing. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourteenth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport MRI duo, was returned for evaluation. Visual evaluation, microscopic visual observation, functional testing were performed. The investigation is confirmed for the identified partial blockage issues as significantly more resistance on the right port septum was noted upon infusing. Further the right port septum failed the mandrel test as the black mark was not fully inserted into the lumen. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), h11: b5, h6(method, result, conclusion), h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 05/2022.

Event description:
It was reported that post port placement, septum port allegedly had difficulty while flushing. There was no reported patient injury.